Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell and wanted to have the scs checked while at the clinic. An impedance check was run which showed high impedances on all contacts. The patient has elected to have a revision. Surgical intervention may be taken a later date.

Event description:
Follow up information indicated the patient had surgery for lead revision with therapy restored post-operatively.